Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the external pulse generator (epg) was not turning on even after changing the battery. It was also noted that the clamps were broken. The epg was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, an incoming test was performed and it passed. It was noted that the upper case was broken and all bails and bail covers were broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.